Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the high definition lcd monitor had smoke in and smoke coming out of the power supply. The issue occurred during inspection for use. There were no reports of patient involvement